Event description:
It was reported that capture anomalies were observed. Lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the distal tip measuring 46.4cm was returned for analysis. Internal insulation abrasion was noted at 16.1-16.6cm and 19.0-20.1cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 26.5-26.9cm from the distal tip. The etfe coating was intact at these locations.